Event description:
It was reported that during a patient transport, the device hit a bump and the display turned off. The device continued to ventilate until the silence button was pressed and the device stopped ventilating. Complainant indicated no adverse effect to the patient.

Manufacturer narrative:
ZOLL Medical Corporation has not received the device for evaluation, and this complaint is still under investigation.